Event description:
It was reported that the atrial lead was damaged during an attempted extraction of the right ventricular lead. The lead was explanted a few days later and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage.